Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance since (B)(6) 2015; capture thresholds had also increased. The lead was capped and replaced on (B)(6) 2016. No patient symptoms were reported. No additional information was available.